Event description:
Report received from the end user states that he/she is experiencing redness, irritation and an itching sensation under the tape border of the pouch. The pt's subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The submission of this report by convatec or related info to the FDA and its release by the FDA, does not reflect an admission by convatec, or a conclusion by the FDA that this report or related info that convatec, their employees, or the convatec device caused or contributed to the reportable event. Analysis is taken from a trending report of evaluation or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.